Event description:
The customer reported out of range normal control solution test results with test strips, on 11/27/96, he opened the first bottle from a box of fifty and obtained two normal control solution test results of 159 and 206 mg/dl. The customer called the co's customer support line and, with the rep performed two back to back normal control solution tests. The results were 158 and 159 mg/dl versus a normal control solution range of 101-151 mg/dl. The control solution, one touch normal control solution, lot #vc046, expiration 3/98, was opened two months ago and was shaken vigorously before the sample was applied. The meter is a serial #drb5082ac. A check strip test was performed with the rep. The result was 81 versus a check strip range of 70-93. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.